Manufacturer narrative:
The power supply was replaced. We have requested the downloaded machine data files, the work order information and additional information relating to this incident. Further investigation is being conducted by the manufacturer. No blood loss nor medical intervention was reported.

Event description:
Customer reported an incident where ..."after a short circuit on the power distribution, the prismaflex machine had a complete breakdown, with no error codes. This occurred before use and during treatment/run. No blood loss reported.